Event description:
In 2004, pt received 2 drug-eluting stents to the mid left anterior descending coronary artery and 1 drug-eluting stent to the first obtuse marginal coronary artery. Pt was discharged from the user facility the next day. The next day pt returned to user facility's emergency department after suffering an apparent cardiac arrest at home. Resuscitation efforts were not successful and pt was pronounced dead. An autopsy was performed by the coroner. The coroner's opinion is as follows: "it is my opinion that (the pt) died of cardiac tamponade due to rupture of an acute myocardial infarction due to severe occlusive coronary artery disease (s/p stent placement), manner of death: natural." One of the coroner's anatomic diagnoses was: "severe occlusive coronary artery disease-three stents recently placed-two in lad.-one is clotted-obtuse marginal branch-(90%) occlusion of lad prior to stent."

Event description:
It was reported that after a drug eluting stenting treatment procedure, the pt expired. On an unknown day, the physician successfully deployed a taxus express2 8.8% 2.5 mm x 8 mm stent in a 99% stenosed, non calcified obtuse marginal (om) artery. The physician then successfully deployed 2 additional taxus stents. A taxus express2 8.8% 3.0 mm x 12 mm stent overlapping a taxus express2 8.8% 3.0 mm x 8 mm stent in a 90% stenosed, non calcified mid left anterior descending artery (lad), just distal to the first diagonal. The physician did not predilate or post dilate the stents. The final results were the stents were well apposed and positioned per follow up angiography. The pt was discharged the next day. On an unknown day, the pt returned to the hosp suffering from a myocardial infarction with lateral wall damage. The pt later expired. The cause of death is currently unknown and an autopsy was going to be performed. Multiple requests for additional info have proven unsuccessful, therefore, no additional info is available at this time. Same as MFR's report#: 6000093-2004-00372 and 6000093-2004-00374.